Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('34 bilateral salpingectomies') and radical hysterectomy ('12 radical hysterectomies') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent salpingectomy (seriousness criteria medically significant and intervention required) and radical hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the salpingectomy and radical hysterectomy outcome was unknown. The reporter provided no causality assessment for radical hysterectomy and salpingectomy with essure. The reporter commented: this summary case refers to 46 patients. It was originated from a presentation included in a litigation case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('34 bilateral salpingectomies') and hysterectomy ('12 radical hysterectomies') in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent salpingectomy (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the salpingectomy and hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy and salpingectomy with essure. The reporter commented: this summary case refers to 46 patients. It was originated from a presentation included in a litigation case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.